Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the monitor's power kept turning off, while opening. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and this issue of the monitor's power keeping turning off while opening was confirmed. An additional reportable malfunction of a printed-circuit board failure was also identified due to a short circuit in the board. Based on the results of the investigation, a definitive root cause could not be determined. However, we presume that the issue of the power of the device not being turned on occurred due to a failure of the print board. Olympus will continue to monitor the field performance for this device.

Event description:
The event occurred during incoming inspection. The device was an olympus demo asset. There was no report from the customer for this issue.